Manufacturer narrative:
Alleged failure: cib domick ciccarelli rep, shouler extravazation, po: (B)(4). Delay: postponed for a few days. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was extravasation that resulted in the procedure being postponed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was extravasation that resulted in the procedure being postponed.